Event description:
It was reported that the patient was initially scheduled to undergo just a generator replacement but then ended up undergoing a full revision. During the surgery, the lead pin was not able to go as far into the new generators (two were used) and this resulted in the impedance being high, >9000 ohms. The surgeon then opted to perform a lead revision and the second new generator that was opened was successfully implanted with the new lead. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
It was reported that the patient was initially scheduled to undergo just a generator replacement but then ended up undergoing a full revision. During the surgery, the lead pin was not able to go as far into the new generators (two were used) and this resulted in the impedance being high, >9000 ohms. Three attempts were made for additional information, and no response has been received to date. The file will be re-assessed if any additional information is received. (B)(6) previously investigated high impedance/lead fractures with vns. Pi is met as high impedance was seen, however the abbreviated investigation criteria is not met.